Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Performed occlusion testing with 944 ml/hr 60 ml bd syringe and found clutch/lever error. The customer's problem was duplicated. The primary cause was that the plunger rod and carriage were damaged. The plunger rod and carriage were replaced to correct the issue. The device passed calibration, functional and flow delivery testing.

Event description:
It was reported that the mechanism ( drive train ) needs to be repaired or replaced. There was unknown patient involvement and unknown harm/adverse event was reported.